Event description:
As reported via a voluntary medwatch ((B)(4)) and additional information from the reporting facility, a deltapaq coil failed to detach after 5 repeated attempts. There was no patient injury. This coil was the fifth of six coils deployed. The coil was removed without incidence and the sixth coil was successfully deployed. It is unknown if the pre-deployment electrical test was performed. No additional information could be obtained.

Manufacturer narrative:
(B)(6). The complaint was received via a voluntary medwatch # (B)(4). Complaint conclusion: the product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. A search of the field surveillance database at the time the report was initially received yielded no other complaints of this type with this lot. Since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.